Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the scs system was explanted. Effective therapy was restored post operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-03148. It was reported that the patient had a shocking sensation when they bent their head forward. The patient's physician stated they would be paralyzed in the arms if the patient underwent a revision.